Event description:
A pk papyrus covered stent system was selected for treatment of type iii perforation in the mid rca. The pk papyrus 3.0/20 could not pass through a 6f guiding catheter (reported separately). The second pk papyrus 2.5/15 could not pass the lesion and it appeared that the stent dislodged from the balloon by reseating the device into the guiding catheter for another attempt to cross the lesion. The dislodged stent was removed from the patients body. A third pk papyrus stent was implanted which sealed the perforation successfully. The patient was hemodynamically stable. Two days after the intervention the patient deceased due to multisystem organ failure, not related to the event.

Manufacturer narrative:
UDI (B)(4). The affected pk papyrus stent system was returned to biotronik and was subjected to a technical investigation. Images of the case such as angiographies could not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report) was sufficient to establish whether a device deficiency contributed to this event. The review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. The technical investigation revealed that the balloon is still well folded and shows no signs of inflation. Microscopic inspection revealed stent imprints on the balloon surface, indicating that the stent was initially crimped centered in between the two radiopaque markers on the balloon. The stent was returned separately still located inside of the hemostatic valve and could be removed after disassembly of the valve. The stent is severely deformed at the proximal end, several struts are everted. Based on the provided documentation, the technical investigation, and the conducted review no manufacturing related root cause could be identified. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.